Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On nov 11th 2019, senseonics was made aware of on incident where the user experienced a hypoglycemia event and the eversense cgm system did not alert the user.

Manufacturer narrative:
The investigation determined that a shift in the reference channel was observed and accounts for the change in system behavior. This is a normal part of the system operation and occasionally causes discrepancy between bg and sg values that are consistent with the published accuracy of our system. H6 result code updated to 213. H6 conclusion code updated to 4315.